Event description:
In (B)(6) 2016, the subject lead was explanted because of noise oversensing.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
In (B)(6) 2016, the subject lead was explanted because of noise oversensing.

Manufacturer narrative:
The preliminary analysis could not confirm the issue as no data was provided.

Event description:
In (B)(6) 2016, the subject lead was explanted because of noise oversensing.